Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. This was identified by interrogating the device and verified during the procedure by fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found that body fluid was noted in the helix housing, normal for active fixation leads. Visual inspection also showed improper set screw placement on the terminal pin, indicating improper insertion depth of the lead terminal pin into the device header. Improper insertion depth could lead to issues in the field. The observed damage is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.

Manufacturer narrative:
B5 and h6 - impact codes updated. The product has been returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. This was identified by interrogating the device and verified during the procedure by fluoroscopy. A new lead was successfully implanted. No additional adverse patient effects were reported.